Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.

Event description:
The wife of a (B) (6) male pt contacted lifecor customer support to report that neither battery pack will power up the monitor. Support sent a pt services representative (psr) and she replaced the monitor.